Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine the reported allegation that insulin delivery continued after suspension.

Event description:
The prestataire reported the patient had 5-6 episodes of hypoglycemia with blood glucose levels below 0.80 g/l (80 mg/dl) while wearing the pod for an unknown duration. The patient has performed several corrective measures including consuming around 100 g of sugar (10-15 g of sugar each time) to raise blood glucose levels, without lasting success. The patient's blood glucose level reading from the sensor was confirmed with a capillary glucose check, and the hypoglycemia was confirmed (capillary blood glucose 74 mg/dl, sensor reading 69 mg/dl, sensor used is unknown). Due to the ineffectiveness of the 10-15g sugar treatments, the patient attempted to reduce his basal insulin rate, then suspended insulin delivery completely, did not bolus for an evening meal with 40g of carbohydrate, and the patient did not bolus for subsequent carbohydrate intake. It was reported that the patient did not have any factors that could trigger hypoglycemia (i.e., exercise, illness, fasting, alcohol, treatment change). The personal diabetes manager (pdm) confirmed that insulin delivery was then suspended, but the patient suspects the omnipod system continued to deliver insulin. The patient then removed the pod, and a new pod was placed with a 30 minute suspension programmed. The patient's blood glucose level then subsequently increased. No medical assistance was required.